Manufacturer narrative:
Bibliography: mosquera, victor x., et al. "Efficacy and safety of transcatheter valve-in-valve replacement for mitroflow bioprosthetic valve dysfunction." Journal of cardiac surgery (2018).

Manufacturer narrative:
Exact date unknown. The valve was not returned to edwards lifesciences as it remains implanted.   Per the instructions for use (IFU), valve malposition, paravalvular leak (pvl) and coronary obstruction requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure.   There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator.   The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia.  Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci).   There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations.  Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.  The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device.  Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment.  In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment.  The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Per report, given the proximity of the left main orifice to the mitroflow sewing ring (<1 cm), the initial 23mm sapien xt valve was deployed too low, which resulted in severe pvl.  Post implant of the second 23mm sapien xt valve, the mitroflow leaflets occluded the left main and right coronary ostia.    The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), a journal article titled, "efficacy and safety of transcatheter valve-in-valve replacement for mitroflow bioprosthetic valve dysfunction¿ reported that during a transfemoral tavr procedure, given the proximity of the left main orifice to the mitroflow sewing ring (<1 cm), the initial 23mm sapien xt valve was deployed too low after bioprosthetic balloon dilatation, resulting in a severe paravalvular leak.  A second sapien 23mm sapien xt valve was deployed immediately inside the previous one in a significantly higher position.  Although a satisfactory sealing was achieved, the mitroflow leaflets encroached against the left main and right coronary ostia compromising coronary blood and resulting in an acute myocardial infarction.  This was successfully resolved by stenting of both coronary ostia.  The patient was discharged from the hospital on pod10.